Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measuring 125 ohms when programmed in the triad configuration. Technical services discussed troubleshooting options. The health care professional will bring the patient in and perform a vector breakdown. At this time, the lead remains in service. No adverse patient effects were reported.